Manufacturer narrative:
No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Tognetto d. Et al., scanning electron microscopy evaluation of a mini glaucoma shunt after explantation - j glaucoma, volume 26, number 1, january 2017. (B)(4).

Event description:
In a literature article entitled, "scanning electron microscopy evaluation of a mini glaucoma shunt after explantation," the author summarized a case report involving a patient who had a glaucoma filtering shunt implanted on his left eye during a simultaneous cataract extraction with an intraocular lens implantation. At one month post implantation, bleb fibrosis occurred and a needling procedure was performed due to the patient having an intraocular pressure (iop) increase. Two years after implantation, the shunt was noted to be dislocated under the conjunctiva for a month. Afterwards, it extruded initially from the scleral flap and subsequently from the conjunctiva. Explantation was performed in (B)(6) 2013. A scleral patch was used to cover and seal the previous shunt implantation area. According to the authors, malposition of the shunt may have been associated with eye rubbing and the history of chronic use of glaucoma drops could have played a role in conjunctival scarring and thinning. The explanted shunt was analyzed through scanning electron microscopy and energy dispersive spectroscopy. The images showed a patent lumen and good condition of the implant with small signs of extracellular matrix deposition.

Manufacturer narrative:
(B)(4).